Manufacturer narrative:
Date of event: date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the pt stated they got a bit of an infection around the ins site after surgery, but it cleared up and it wasn't all that bad. Pt stated they still have a little bit of a scabbing on their back side where the incision was. No further action was taken by patient services. The patient mentioned unrelated medical history which included the pt saying they usually take a while to heal from any surgery.